Manufacturer narrative:
Mustufa, b., zaki, m., kevin, l., justing, l., rahman, s., sandeep, s., kevin, t., umar, s., michael, c. Efficacy and safety of the rezum system for the treatment of catheter-dependent urinary retention: three-year real-world outcomes in a multimorbid, multiethnic population. John wiley & sons australia, ltd, 15, 148-153. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the john wiley & sons australia, ltd. Journal that a study was conducted to evaluate the long-term real-world efficacy and safety of rezum for the treatment of catheter-dependent urinary retention in a multimorbid, multiethnic population. The study consisted of 27 patients, with the majority being asian, followed by non-hispanic black and hispanic. The patients were treated by two urologists between (B)(6) 2017, and (B)(6) 2019. Complications within the study included gross hematuria , dysuria , confirmed urinary tract infection (uti), urinary retention , and retrograde ejaculation . Following treatment, a urinary catheter was placed in all patients. Patients were advised to use a nonsteroidal anti-inflammatory drug, or acetaminophen , as needed. Those who were taking alpha blockers and 5-alpha reductase inhibitors (5-ari) were counseled to continue their bph medication regimen until they were re-evaluated at their 3-month follow-up. Four patients underwent reoperation , and one remained catheter dependent despite reoperation. No further patient complications were reported.